Event description:
A surgeon reports that a pt had an intraocular lens implanted in 1996. Over five years later, the pt was complaining of visual disturbances described as distortion of light and dazzling. The pt's visual acuity had decreased from 0.63 to 0.3. The lens was explanted in 2002. Additional info has been requested.

Event description:
The reporting surgeon provided add'l info indicating the pt no longer experiences visual disturbances.